Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ lvp 20d dehp 2ss cv broke with leak. The following information was provided by the initial reporter: standard bd alaris pump infusion set broke at junction of upper blue connection and soft tubing that goes into pump, leaking contents of primed tubing.

Event description:
It was reported that the bd alaris¿ lvp 20d dehp 2ss cv broke with leak. The following information was provided by the initial reporter: standard bd alaris pump infusion set broke at junction of upper blue connection and soft tubing that goes into pump, leaking contents of primed tubing.

Manufacturer narrative:
H6: investigation summary a sample was received and tested by our quality team. The set was separated upon receipt which verified the customer's complaint. Microscope analyses showed that the silicone upper segment was torn just below the blue retaining ring which was properly fitted to set. The root cause is unknown but this issue has been seen in the past as a result of improper loading when securing the device into the infusion pump. A device history record review could not be performed because a lot number was not provided by the customer.